Event description:
In 2007, the lay user/pt contacted lifescan alleging that the control solution tests failed on her one touch ultrasmart meter. She also stated that she does not like the one touch ultrasmart meter because it is not small enough. The reported issues first occurred at 1am on the same day. The pt reported a control solution test result of "162 mg/dl" on her meter with a control solution range of "112-149 mg/dl." The customer service representative (csr) noted that the reported meter was set up correctly and the control solution and test strips were in good condition. The csr walked the pt through control solution tests with the current test strip vial and with a new test strip vial, and both results were outside the range. The pt claimed that as a result of the reported issue, she took an increased dose of diabetes medications (novolin r and novolin n); however, no blood glucose results were reported. She also indicated that she developed symptoms of feeling light headed after the issue began and also obtaining a "41 mg/dl" on another/unk device. Note- treatment is not to be based on control solution results. There is no allegation of inaccuracy of the blood glucose results, however, this complaint is being reported because the pt stated that she took an increased dose of insulin after the obtaining the failed control solution tests and then allegedly developed symptoms. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.